Event description:
In 2008, the sales rep reported that during a revision surgery to remove hardware due to full fusion, the surgeon was explanting the closure top when one of the prongs of the driver broke within the closure top. The surgeon retrieved all the pieces. There was no surgical delay and no report of pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.